Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported the patient was implanted with a plate for a superior middle third fracture of the femur on (B)(6) 2013, which broke several weeks after walking. Further information was provided by the hospital operation report as: originally the intent was to perform a nailing but the patient presented with right upper femoral lesions which provoked at first metastasis that corresponded to paget illness. The recovery was reported to have appeared to be good at first but the patient returned on (B)(6) 2013 with a rupture of the plate and a mobile fracture area. The hospital reported that osteosynthesis was present by the plate due to the paget illness and iterative osteosynthesis was done using a nail because of the risk of pseudarthrosis, despite the risk factors of fracture at the upper tip of the femur. The following review of the submitted x-rays was performed by the synthes medical director of trauma: three x-rays have been received. Two of the "right femur were taken on (B)(6) 2013. These are very poor quality images and show a plate and 12 screws (the full construct is not shown on any image). The plate is broken at what seems to be a fracture site but it is hard to tell. The third x-ray from (B)(6) 2013 shows the proximal end of an intramedullary nail with a proximal locking screw in place. The fracture site or the distal end of the nail or femur is not seen. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
No nonconformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: a manufacturing evaluation was completed: the breakage of the locking compression plate (lcp) occurred at the sixth combination plate hole in the area of bone fracture. The lcp is made of stainless steel. The examination of the raw-material inspection sheet of the supplier and the manufacturing documents of the producer showed no deviation in relation to the chemical composition, microstructure and mechanical properties. The material of the implant is in compliance with the international standards iso 5832-1 and astm f138 for surgical implants made of stainless steel. The dimensions of the investigated lcp (as far as measurable) were checked using a digital sliding calliper and found to be in compliance with the technical drawing of the producer and ao/asif specifications. Corrosion marks were observed in several plate holes and on the screw heads of the locking screws. The corrosion results from a crevice situation between the screw heads and the plate. When examining the distal fracture surfaces of the lcp using the scanning electron microscope (sem), the initial fracture areas and the fracture behavior were identified. The crack started at the upper side of the plate and ran into the material. After breaking, the two plate fragments rubbed against each other causing slight destruction of the fracture surfaces (abraded and shiny areas). At a higher magnification, fatigue striations were observed at the crack propagation zones and over the entire fracture surface. Each striation represents the successive position of an advancing crack front and they originate from cyclic loads (load and unload during walking). The presence of these striations is a clear indication of a fatigue process. Sem observations and findings showed that the plate failure was caused by fatigue and overload. The precise dates of the bone fracture, implantation, breakage of the plate and the revision surgery are unknown. However, a received x-ray image of the (B)(6) 2013 showed the implanted locking compression plate. The plate was implanted because of a right femoral shaft fracture. As far as visible on the x-ray images, the plate was stabilized with thirteen screws. According to the device report the breakage of the locking compression plate occurred after several weeks of walking. The x-ray image showing the breakage of the plate is taken on the (B)(6) 2013. An x-ray image taken on (B)(6) 2013 shows the new osteosynthesis of the femoral fracture by means of a intramedullary nail. There was no report with respect to the aftercare of the patient. Based on the topography of the fracture surface, we can conclude that the implant was subjected to low dynamic bending loads (one sided). Constantly alternating load cycles (during walking) led to the fatigue of the material, then to a first crack and finally to the overload respectively to the fatigue fracture of the locking compression plate. The plate could not resist the applied force which finally led to the material overload / fatigue failure. Postoperative activities of the patient may have played a certain role too. A failure resulting from either a material defect or the manufacturing process can be excluded. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The date the plate broke is unknown, it was reported only as several weeks after walking if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.